Manufacturer narrative:
This report will be updated if additional information becomes available.

Event description:
Boston scientific received information that the local field representative had indicated the battery longevity was not as expected. There was no specific device information provided. Requests to obtain additional information has been unsuccessful. Unknown if there were any patient effects.